Manufacturer narrative:
Isi received the device involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the customer reported failure mode. The illuminator was installed and tested on an in-house test system and an error 48238 displayed with no power on the unit. The unit was noted to be very dusty, this complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, when the customer turned on firefly they heard a pop, the light went out, and the system faulted. The customer restarted the system and the error cleared, but there was no light. The issue persisted after intuitive surgical, inc.(isi) technical support engineer (tse) troubleshooting. The site completed the procedure robotically with an external illuminator. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the illuminator to resolve the issue. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.